Manufacturer narrative:
H.6. Investigation summary: two 2309e-0006 samples from lot 21019902 were received in opened packaging for investigation; no residual fluid was detected in the device. The feedback provided by the customer suggests occlusion was detected during use of the smartsite bag access device. A visual inspection of the returned sample did not identify any obvious damage or manufacturing defects which could have caused or contributed to the customer's experience. Functional testing was performed by connecting the returned samples to a 500ml fluid bag and bd stopcock from stock; in each instance, the piston of the smartsite opened and no occlusions or flow restrictions were detected. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 21019902 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. It was not possible to confirm the root cause of the customer¿s experience in this instance, as testing of the returned samples did not identify any product defects or quality deviations that could have contributed to the customer¿s experience. A review of the customer feedback database indicates that this is a rare occurrence with this customer being the only customer to provide this type of feedback against the 2309e-0006 product in the international market in the past 12 months. H3 other text : see h.10.

Event description:
It was reported that during use with bd smartsite¿ bag access device the flow is blocked. The following information was provided by the initial reporter: flow is blocked from IV bag.